Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4) a follow-up is being generated because the medwatch being reclassified to a serious injury.

Event description:
Rep reported via email with a phone call follow up indicating that the account implanted a certas and the residents are having difficulty reading/programming the valve. They are experiencing difficulty in confirming the x-ray position and the programming tool is not working correctly. The device is still implanted. More information is expected. Additional information via a phone conversation explained that the event occurred post-op. The surgeon wanted to x-ray the patient to make sure the setting had not moved from the initial setting of 7. Hospital could not determine actual setting. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4) a follow-up is being generated because the medwatch being reclassified to a serious injury.